Event description:
It was reported that during an unknown procedure, there was staple line bleeding. It could be noticed post-operative. No more details. They used clips to be sure of the hemostasis. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information: during what kind of procedure was the device used? Gastric bypass. On what tissue type was the device used? At what location on the tissue? Stomach and bowel. Mostly on the stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? All of the firings. During which stroke did the event occur? Usually, after the complete cycle. Bleedings are coming after the re opening of the jaws. Was it used on thick tissue? Gold reload. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, and sometimes more. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What color cartridge was being used? Gold cartridge. What other color cartridges were used before and after this event? White cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not for the 1st stapling and it's bleeding anyway. After, they staple with an angle so yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? Not especially. How much blood did the patient lost? Was a transfusion required? No transfusion required, but it is hard to say how much blood did the patient lost. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No, and I know the surgeons always ask for no anticoagulants before surgery does patient have a known coagulation disorder? No. Has the patient taken any steroids? I suppose no. What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? What was the quality of tissue in the area where the device was fired? Healthy. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? What is the age and sex of the patient? Female, (B)(6). Has this any impact on the patient, the surgery or the healing process? They had to clip the staple line to ensure hemostasis, 3 er320 used. What is the current status of the patient? Don't know. Is there any other additional information you would like to share about this device or procedure? After stapling, it starts to bleed ll along the line.